Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the nozzle units on air/ and o2 gas module has been pointed as defective. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The device's logs and claimed part were not provided for further analysis. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed on may 2024, which is sooner then a year, or every 5000 hours of operation. Information provided by technician in communication box confirmed that nozzle unit is physically damaged. The conclusion is that the ventilator failed to meet its specifications. The nozzle unit is the cause of the issue due to a broken feather spring on the nozzle unit.

Event description:
It was reported that the ventilator had continuous gas leak. There was no patient harm. Manufacturer's ref. #: (B)(4).